Manufacturer narrative:
On nov 13, 2019, the suspect medical device was changed from architect hstroponin reagents ln 03p25-27, lot 07012ui00 to architect i2000sr analyzer ln 03m74-02 sn (B)(4). Report 1628664-2019-00747 has been submitted and will contain all further information and evaluation details.

Manufacturer narrative:
This report is being filed on an international product, architect hstroponin list 3p25 that has a similar product distributed in the us, list number 2r98. All available patient information was included. Additional patient details are not available. An evaluation is in process. A final report will be submitted when the evaluation is complete.

Event description:
The customer observed a falsely elevated hstroponin result on the architect i2000sr analyzer. The following data was provided: sid (B)(6) initial 114.7 ng/l on (B)(6) 2019. The patient received an unnecessary angiogram. The patient was retested as 1.9 on (B)(6) 2019.